Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The device housing pieces leaked excessively on the end slots (not the middle). Another device was used to complete the case. Therewas no consequence to the patient.